Event description:
It was reported that customer received a battery error alarm and was not able to clear nor remove batteries. It was reported that customer was not able to remove battery cap even after attempts made with flat head screw driver. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump also received with broken battery cap, cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratched lcd window.